Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the batteries were no longer charging. Vent recognizes external ac power. Charging leds. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Event description:
The following was reported to hamilton medical ag: the batteries were no longer charging. Vent recognizes external ac power. Charging leds. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #2 (B)(4). The issue was discovered during start up with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective driver board. After replacing the driver board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the driver board could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: the batteries were no longer charging. Vent recognizes external ac power. Charging leds. No patient involvement.